Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, after the pocket was opened, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited insulation breaches. The insulation breaches were confirmed via visual examination. Both the ra lead and rv lead were capped and replaced during the procedure on (B)(6) 2025. The patient was stable.